Event description:
On 3/3/99, pt underwent a transurethral microwave treatment with the prostatron. Pt was seen twice during his convalescence with swelling of the scrotum and urethra. Three months out, pt was seen and he said that he had been burned by the prostatron. Pt showed the dr a healed scar in the ventral aspect of the penis. Cystoscope revealed a ventral scar on the lateral shaft of the urethra and that there was an impressive cavity. On remembering the treatment dr said that the wire to the antenna may have frayed because there were lots of urethral shutoffs during the treatment. During the treatment there was a total of 118 kj of energy delivered with 8 rectal shutoffs and 20 urethral shutoffs. The prostaprobe was not returned to the MFR. Unit was discarded.